Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a missing set s crew. (B)(4).

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) was inspected and noted to be missing a screw. As a result, the lead could not be implanted. The ipg was replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.